Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Bleeding mouth [mouth haemorrhage] bleeding when toothbrush broke [injury associated with device] brush head broke into 3 parts [device breakage] case description: report source: spontaneous. A female consumer of unspecified age reported via e-mail on 20-sep-2017 that she bought a pack of 4 oral-b power oral care refills precision clean and 2 of the brush heads were fine, but 2 of the brush heads broke into 3 parts. The consumer reported that she had used oral-b toothbrushes for years and had never had a problem before. No symptoms developed. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. On 25-sep-2017 received consumer's follow-up e-mail: the consumer reported that she would still be using oral-b toothbrushes. She also noted that she was bleeding when her toothbrush broke, and it was worse because she takes warfarin. The case outcome was recovered. Treatment details: unknown. No further information was provided.